Event description:
It was reported that the customer's insulin pump experienced a button error alarm. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with intermittent buttons, due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, cracked display window and cracked battery tube threads. Insulin pump had minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.